Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet had a network issue. A field service checked unit and adjusted firewall settings to be disabled on the station level, turned off sleep mode for usb devices, found that station was not on the v line needed for rss functionality and station communication. The customer was updated with this information. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cabinet had a network issue. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.